Event description:
The stabilizer, glycerol was added to enhance the boldness of color and increase clarity. This enhanced product caused water artifact on rbc's.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.